Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the jaws of the device open when trying to move the tissue out of the jaw? -yes. The ec45 device was received for analysis with the clamping mechanism damaged and with an ecr45w cartridge loaded on the device. The reload was received fully fired and in good visual conditions. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing with the white reload. The surgeon moved the tissue out the jaw by high force and no harm to the tissue. Cut line and b-formed staple line were deployed. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.